Manufacturer narrative:
(B)(4).

Event description:
It was reported that during replacement procedure an insulation anomaly was noted close to the connecter pin of the atrial lead; the lead was repaired with silicon sleeve. On (B)(6) 2014 during a system revision, insulation anomaly occurred after preparing the lead. The lead was explanted and replaced. The patient's condition was stable during and post procedure.